Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used three-way temperature sensing silicone foley. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and did not leak. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Dissected the balloon to find the notch perforated. The reported failure could not be reproduce. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter fell out one day after the placement. After that, the nurse checked the catheter and injected water again and there was no problem. Per follow-up information received via ibc on 16dec2021, it was stated that the damage to the catheter was unknown and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out one day after the placement. After that, the nurse checked the catheter, injected water again and there was no problem. Per follow-up information received via ibc on 16dec2021, it was stated that the damage to the catheter was unknown and there was no impact to the patient.